Event description:
A drive shaft that has a broken tip was reported on (B)(6) 2014. The device was discovered in central processing. The device is part of the field inventory. There is no report of patient or surgical involvement. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Additional product code: hrx. Device history record review: (B)(4) manufactured the drive shaft - minimum 520mm, p/n 314.743, lot # 5020042 for (B)(4) parts. The lot conformed per specifications as indicated on (B)(4) certificate of conformance (dated june 01, 2005 and june 30, 2005) and the certificate of compliance (dated may 31, 2005). The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on (B)(4) 2005. The drive shaft - minimum 520mm was made to the tabulated synthes drawing (B)(4) 2005, which contains p/n 314.743. Placeholder.